Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the knob wire (k-wire) was cut, due to fatigue breakdown, by repeated operation of forceps elevator. And the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be conclusively determined. However, the likely cause, of the event, is due to reprocessing. Could not be performed properly, due leakage of the device caused by deformation of the scope connector (s-connector) and electrical (el) connector. The knob wire (k-wire) was cut, due to fatigue breakdown by repeated operation of forceps elevator. The reported event can be detected and prevented, by following the instructions for use (IFU) sections: the instruction manual evis exera tjf type 160vr, operation manual chapter 3: preparation and inspection. The instruction manual evis exera tjf type 160vr, reprocessing manual chapter 3: cleaning, disinfection and sterilization procedures. User can detect the suggested event (cut k-wire) by handling the device in accordance with IFU below. - inspection of the instrument channel and forceps elevator olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The knob wire was completely cut off. In addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: connecting tube had a wrinkle; due to wear of an angle wire, bending angle in up/down direction did not meet the standard value; the adhesive on bending section cover was detached; the bending tube has a dent; water tightness was lost due to deformation of suction-connector and electrical connector; suction cylinder was shaved and low angulation and major free play due to deformation of bending tube. Scratches were found on the connecting tube, suction cover, universal cord and on the light guide-cover glass. The device was reprocessed at the customer site. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: the director sanjay gandhi postgraduate institute of medical sciences (edited in respective field due to character limitation).

Event description:
The customer reported to olympus that the elevator wire of the duodenovideoscope was broken from control section. The issue was found during a therapeutic common bile duct (cbd) stone retrieval procedure. The patient was under anesthesia. The procedure was completed using the similar device with around 2-4 minutes of delay to change the scope. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the knob-wire and up/down-right/left knob had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.